Event description:
It was reported that during a da vinci-assisted isolated nissen fundoplication surgical procedure, the monopolar curved scissors (mcs) instrument did not work at the end of surgery. The caller replaced the instrument cable and mcs instrument without success. The site also tried both monopolar ports without success. The caller confirmed the neutral pad icon was green. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the caller if they tried several cable instrument, and she confirmed yes. The caller stated that they tried to restart the system and the energy device without any success. Tse asked her if they got a message on the energy device and she said that the message was related to the cable instrument. The caller stated that the bipolar was working fine. No more troubleshooting was done since the surgery was over. Tse could not check the logs because the system was not connected to onsite. Phone conversation was difficult due to the language barrier. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. Verification via logs confirms the occurrence of procedures on the reported event date of (B)(6) 2022 using system sk0899 matching the documented event details. No images or videos were shared for the event. This issue occurred on two isolated nissen fundoplication procedures performed on (B)(6) 2022 using system sk0899. Reports were submitted under patient identifier (B)(6) (this record) and (B)(6). Based on the information provided at this time, this complaint is being reported due to the following conclusion: the monopolar ports on the integrated electrosurgical generator unit (iesu) were not working after the start of the procedure and the surgeon was able to continue with the procedure robotically using the bipolar ports. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/reproduced the reported complaint of ¿monopolar socket 3 not firing¿. The iesu unit was placed on an in-house system and was run in normal mode with firing issues in socket 3.